Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.